Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, when the device was being removed, the clip came out with the device. The clip was stuck in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.